Event description:
The complainant in slovenia/EU had an automated impella controller (aic)-5.5 pump support ongoing when after 8 days the aic shut down and was replaced. The instructions for use were followed and a 2nd aic was used. The pump support continued another 2 days without harm or injury. Patient survived.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) shutdown restart issue has been completed. Data logs were reviewed which showed 8 days after the pump was started, the console was shut down unexpectedly. Then, the console was manually restarted after 2 minutes 51 seconds. After restart, the console displayed ¿unexpected controller shutdown ¿ alarm,¿ event # 603. This confirms the reported failure mode. The pump resumed running at the same p-level p5 as it was before the unexpected shutdown. The support continued for 55 minutes with ic8426 before swapping the console. The console was returned for evaluation. During testing, it was unable to reproduce the reported failure mode upon running the optical test pump. The root cause for the unexpected controller shutdown was not determined due to the inability to reproduce.